Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that anti-siphon valve (asv) provide lot of resistance and alarms for occlusion "all the time" due to resistance. The user stated they have four infusions to one asv and five out of ten times the pump alarms for occlusion. The clinician would split the infusions and asvs to separate pumps to resolve the issues. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.